Event description:
It was reported to ge that the x-ray tube mounted on a suspension vi tube hanger descended abruptly. The cause was failure of a gas spring used for counterbalance. User instructions require a daily check of the locking mechanism, minimizing any chance of injury. The gas spring was replaced at the site. No injury was reported.